Manufacturer narrative:
An event regarding allergy/reaction involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
Surgeon reported that patient developed recurrent effusions following total knee replacement with stryker triathlon cementless components. Due to multiple patient allergies, patient was then tested for metal allergies, which came back positive for allergy to nickel. Revision was scheduled and performed on (B)(6) 2018, removing femur, poly insert, and tibial component. Tritanium patella was retained. Revision with nickel free implants from [competitor] was performed.